Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump was slow at delivering the insulin and the customer's blood glucose was high. Customer's blood glucose at time of call was 419 mg/dl. Customer had an infected pierced belly button, treated with antibiotics. After troubleshooting, customer was advised that a tubing clamp will be sent, and customer was advised to call back to complete the high pressure test then. Customer will not be returning the device for analysis.